Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib cycling and subjected to multiple charge/discharge tests without duplicating device related malfunction. An internal inspection found no discrepancies. No evidence was found to suggest that the device was unable to charge during our evaluation. The device was recertified and returned to the customer. The battery logs were not saved and the device activity logs had been cleared by the customer prior to return. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device was unable to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.